Manufacturer narrative:
Feb. 02, 2016 04:03 pm (gmt-5:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield solid metal c-ring strut was dislodged from the plastic c-ring. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Note: was c-ring broken or remained intact? Intact. Did metal wire come out of housing? Yes.

Manufacturer narrative:
The device was returned to the factory for evaluation. Evidence of blood and clinical use were observed. The c-ring was dislocated from the metal support wire. The scope wash tubing was kinked at the tubing/cradle joint. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. There were no missing components observed on the c-ring. Manufacturing process instruction (c-ring bonding, tube with rib) was reviewed for the application of adhesive to the cradle. The device was observed under microscopy, adhesive residue was observed on the metal wire and at the base of the c-ring cradle where the wire is installed. Based on the condition of the device as returned, the reported complaint was confirmed. The DHR was reviewed with special focus on the scope washing assembly and the final inspection. The records show the device lot conformed to all applicable specifications. The most probable cause of the confirmed failure is application of high force to the c-ring assembly during preparation of the device, causing the scope wash tubing to kink and the c-ring to pull off the wire at the tip of the cannula. This device lot has been manufactured with the addition of the retention rib to prevent the transected half of the c-ring from dislodging into the patient. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield solid metal c-ring strut was dislodged from the plastic c-ring. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Note: was c-ring broken or remained intact: intact; did metal wire come out of housing: yes.